Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that there was a patient who delivered, the newborn was born alive but passed away 3 hours later. Maternal documentation of the delivery was completed correctly, but information exported through document export was blank. The newborn document export had some information on it, but it was missing the maternal delivery data. There was no allegation that the device has contributed to the death or that the device was a factor in the death.

Manufacturer narrative:
The reported issue is associated with a software deficiency that impacts retrospective data. While a newborn death occurred, there is no allegation or information to support that the device was a factor in the death. The failure is in the area of a retrospective data report which has no effect in real-time patient monitoring and alerting in isp. The issue was consistent with a software deficiency and the fix was implemented in isp (B)(4) sp2. The customer confirmed having upgraded the system to sp2. The failure is in the area of a retrospective data report which has no effect in real-time patient monitoring and alerting in isp.